Manufacturer narrative:
The lot was manufactured january 4, 2018 - january 8, 2018. The device was received for evaluation containing approximately 80 ml of fluid in the bladder. Visual inspection was performed and found no evidence of fluid coming out at the luer when the luer cap was removed. The reported condition was verified. Microscopic inspection on the luer revealed the cause was due to air bubbles blocking the fluid path inside the lumen of the glass capillary. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor had underinfused. There was an unknown amount of solution that remained in the bladder when the infusion was stopped. The device was filled with an unspecified drug. The flow was confirmed before connection to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.